Event description:
It was reported that during a da vinci-assisted surgical procedure, a caller reported repeated monopolar energy was not available errors. The customer prior to the call tried to change the monopolar cable twice but the issue reoccurred. The technical support engineer (tse) stated that artemis showed error 323, energy shield monitor was not present. The tse asked if it was possible to perform a power cycle on the energy shield with the power button on the rear of the device and try to reboot the system. The customer was able to perform a power down on energy shield only but not reboot the system. The surgeon completed the procedure using the bipolar port without delay. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) asked if it was possible to perform power cycle, on the energy shield using the power button on the rear device, and to try to reboot the system. The customer performed only a power down on the energy shield but did not reboot the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.